Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the centrifugal pump head leaked blood into the magnetic coupling. The perfusionist found the leak after case was completed. Ten ml blood loss. Product was not changed out. Surgery was completed successfully.